Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no patient injury.

Manufacturer narrative:
The device was returned to baxter and an evaluation was performed. The evaluation confirmed and was observed during power up and caused by a failed motor (flex). The motor assembly was replaced.